Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the fcs through edwards hotline, after a transfemoral tavr procedure in the aortic position, there was a hole in the mitral valve. The physician says that the event was not valve related. Per medical records review, the patient has congenital bicuspid aortic valve stenosis and underwent an "uneventful tavr procedure" under general anesthesia care. Post deployment image showed the prosthesis to be in stable position without significant insufficiency. There were no reports of device malfunction or adverse event related to the device. In the early post operative period the patient had "labile hemodynamics and cardiogenic shock, suicide left ventricle secondary to sudden afterload reduction from valve replacement" needing emergent intubation and pressors. The patient was transferred to ICU in critical condition. An echo showed severe mitral regurgitation and a non-functioning aortic valve prosthesis. The patient was in cardiogenic shock related to acute mitral regurgitation (mr) and acute aortic insufficiency (severity was not reported). The mr was severe with possible aorto-ventricle (av) fistula and possible cardiac disruption. The patient was taken emergently to the operating room for repair of the ruptured mitral leaflet. Upon transecting the aorta to the non-coronary cusp, it was noted that the s3u valve was in place and "had some mild central aortic insufficiency with testing. It was able to hold enough for cardioplegia". The s3u valve was then transected with scissors and removed. Per the surgeon's findings, the anterior leaflet of the mitral valve had a large horizontal perforation with chordal structures attached to the papillary muscles. The torn mitral valve leaflet was reattached to the anterior mitral valve leaflet with sutures. A 19mm surgical bioprosthetic valve was then implanted in the aortic annulus.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records review findings. Per the additional medical records received, post deployment the s3 valve had normal function with no aortic regurgitation observed. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures [e.g., injury to the mitral valve/ apparatus], and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Chordae tendinae rupture in thv can occur during the advancement of the guidewire, bv catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant, it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035" soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035" amplatz extra-stiff wire with the pre-shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that the distal edge of the tavr bioprosthesis likely caused a perforation at the base of the anterior mitral leaflet and that the s3 valve was observed to have rocking motion on the tee. It is possible that patient factors (hyperdynamic lv with ef 70 percent, aortic valve area valve area 0.50cm2 with severe calcification and severe restriction of the cusps movement) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.